Event description:
It was reported that a patient presented for a routine generator change. Device interrogation revealed high capture threshold and p-wave amplitude variation on the atrial lead. The physician elected to cap and replace the atrial lead on (B)(6) 2022. The patient was discharged following the procedure.